Event description:
It was reported that during pre-dilatation in the calcified circumflex artery an unk voyager, the balloon ruptured at 8 atmospheres and a perforation occurred. Ventricular tachycardia occurred and the patient was intubated. An unk graftmaster could not be advanced to treat the lesion. During graftmaster removal the guide catheter came out of the left main ostium. The graftmaster stent dislodged from the delivery system, floating on the guide wire. All devices including the guide wire were removed; however, the dislodged stent came off of the guide wire in the profunda. Stent still remains loose in the profunda. An unk abbott bare metal stent (bms) was implanted but was unsuccessful in sealing the perforation, delaying the procedure. A second unk graftmaster was implanted but was unsuccessful in sealing the perforation. A third unk graftmaster was implanted but was unsuccessful in sealing the perforation. An unk 3x5 voyager balloon was inflated but was unsuccessful in sealing the perforation, delaying the procedure. A 4.0 nc merlin was inflated to 20 atmospheres and successfully sealed the lesion. Pericardiocentesis was performed with 500 cc fluid retrieved. The patient's condition improved and he was discharged on (B)(6) 2010. The dislodged graftmaster stent remains floating in the lower extremity. Though requested no additional information was provided.

Manufacturer narrative:
(B)(6): concomitant products: vision, unk graftmaster (x3, unk voyager, unk abbott bms. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. Additional treatment was used to help seal the perforation. The unk voyagers, unk graftmasters, and unk abbott bms are being reported under separate medwatch report numbers.